Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary (B)(4) study clinical trial. According to the complainant, the patient had had a liver transplant on (B)(6) 2011. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of fever/chills. On (B)(6) 2011, a liver function test was performed and the results were recorded. A pre-study stent cholangiogram revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent stent placement for the mid-biliary stricture. A sphincterotomy had been performed prior to the stent placement procedure; therefore, a sphincterotomy was not performed during the procedure. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the stent placement procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient underwent an endoscopic intervention to treat the migrated study stent. The study stent had a complete distal migration of >5cm. The study stent was removed and a new stent was implanted within the stricture. It was reported that the patient "seems to be doing well" following the intervention.

Manufacturer narrative:
(B)(4) - the reported event of stent migrated. (B)(4) wallflex biliary fc benign stricture study clinical trial. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The device was used as per the boston scientific wallflex (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent migration is listed in the dfu for this product as a potential complication associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
Additional information received since (B)(4) 2012 study source: (B)(4) study clinical trial.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient had had a liver transplant on (B)(6) 2011. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of fever/chills. On (B)(6) 2011, a liver function test was performed and the results were recorded. A pre-study stent cholangiogram revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent stent placement for the mid-biliary stricture. A sphincterotomy had been performed prior to the stent placement procedure; therefore, a sphincterotomy was not performed during the procedure. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the stent placement procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient underwent an endoscopic intervention to treat the migrated study stent. The study stent had a complete distal migration of >5cm. The study stent was removed and a new stent was implanted within the stricture. It was reported that the patient "seems to be doing well" following the intervention. Additional information received since (B)(4) 2012: according to the complainant, the study stent placement procedure performed on (B)(6) 2011 occurred post-cholecystectomy. On (B)(6) 2011, the patient experienced an episode of cholangitis with biliary stenosis. On (B)(6) 2011, the patient was admitted into the hospital and treated medically. During the reintervention on (B)(6) 2012, the study stent was noted to have a complete distal migration and was no longer present within the patient. A cannulation of the bile duct using a balloon catheter revealed that an anastomotic stenosis remained at the original area of treatment. The unresolved stenosis was treated with a new plastic stent. On (B)(6) 2012, the patient was discharged.